Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03308. It was reported that the patient presented for a new right ventricular (rv) lead placement. The old rv lead had noise episodes that resulted in noise reversion episodes. There was notable noise on the right atrial (ra) lead, but the physician elected to not replace the lead and leave it implanted and installed. The old rv lead was capped and replaced on (B)(6) 2020. No intervention was performed for the ra lead and would be monitored. The patient was stable pre and post procedure.